Event description:
It was reported to boston scientific corporation that an escape¿ stone retrieval basket was used in the kidney during a stone retrieval procedure performed on (B)(6) 2015. According to the complainant, during the procedure an escape basket captured a stone inside the kidney. The basket was difficult to remove from the kidney with the captured stone. The basket handle was removed and the device was then able to be removed from the kidney but was stuck in the scope with small stone still inside the basket. The device was then removed from the patient, along with the flex scope. The procedure was completed with this device, however a small piece of the stone still remained in the calyx and was unable to be removed during the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.